Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part # 313.96.96. Please note device etched with assembly lot #, DHR completed for device lot #. Synthes component lot # 5260539. Synthes lot # 5272762. Supplier lot # na. Release to warehouse date: 21 jun 2006. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the cruciform screwdriver (part # 313.96, lot # 5260539, mfg # 21-jun-2006) was received at us cq with part of the handle broken off at the top of the handle. It looks like there is a gouge on the handle now since that piece is missing. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that with cleaning and sterile processing over the 12+ years of the device that the handle became more brittle. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes component lot # 5260539. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing, the cruciform screwdriver handle broke. There was no patient involvement.  This report is for one (1) cruciform screwdriver. This is report 1 of 1 for (B)(4).